Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Impedance greater than 3000 ohms seen intermittently on home monitoring, first noted out of range (B)(6) 2024. Patient was brought into office and noise could be created during isometrics. There was also loss of capture in some vectors, lv4 to rv coil. Lv vector optimization showed normal thresholds in several vectors so the device was reprogrammed to pacing lv4 ring to lv2 ring. Lead remains implanted

Manufacturer narrative:
Combination product: yes.